Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. Xrays were taken and received. The generator placement is normal at rib 4. One of the feedthrough wires appears kinked; however, this is most likely due to angle of the image being taken from below and angled up, making the normal bend at the connection appear to be sharper than it actually is. There is no obvious disconnection of the feedthru wire. The lead pin is fully inserted as it is seen coming out the back end of the connector block. A portion of the lead could be seen routed behind the generator. A strain relief bend was identified and placed according to labeling. Two tie-downs were seen and placed according to labeling. No gross fractures were seen in the available lead viewed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The cause of the high impedance cannot be confirmed based on the images provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.